Manufacturer narrative:
(B)(4).

Event description:
The patient with tourette syndrome developed a new tick. Deep brain stimulator interrogation revealed impedances on bipolar pair 1-3 was high out-of-range. Impedances on all unipolar pairs were within normal limits. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.